Event description:
It was further clarified that no controller alarms occurred.

Manufacturer narrative:
A supplemental report is being submitted for a correction to section b5 and additional information. Additional products: d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2025 / serial #: (B)(6) d9: no h3: no h4: mfg date: 15-mar-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient using a controller and batteries presented unscheduled to an outpatient clinic due to power switching issues. The patient had previously been evaluated about four weeks earlier, contacts for the battery charger (bch), controller ac adapter (cac), controller, and batteries) were cleaned at that time. The switching problem reportedly worsened again and included three vad stoppages within the last six days, with controller alarms reported in association with the events. Controller port two (2) was reported to be most frequently affected, and the issue was also reported to involve specific batteries. No testing or imaging was reported. The controller and batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sept-2024 / serial#: (B)(6). D9: no h3: no h4: mfg date: 10-sept-2023 h5: no d1: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-oct-2024/ serial#: (B)(6). D9: no h3: no h4: mfg date: 02-oct-2023 h5: no d1: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sept-2024 / serial#: (B)(6). D9: no h3: no h4: mfg date: 10-sept-2023 h5: no d1: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-april-2026 / serial#: (B)(6). D9: no h3: no h4: mfg date: 01-april-2025 h5: no d1: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-march-2024 / serial#: (B)(6). D9: no h3: no h4: mfg date: 20-march-2023 h5: no d1: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-oct-2024 / serial#: (B)(6). D9: no h3: no h4: mfg date: 02-oct-2023 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.